Manufacturer narrative:
H3: product analysis confirmed that visually, there was no damage or anomalies in the construction of the device. Electrically, the resistance of the tube electrodes from end to end shall be less than 200 ohms and the actual measurements were as follows: 29.6 ohms (blue), 32.8 ohms (blue with white stripe), 21.5 ohms (red), and 54 ohms (red with white stripe). There were no shorts between circuits or intermittent behavior while manipulating the circuits. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by a manufacture representative that they could not get vocalis 1 to pass electrode check. Stimulation was functioning, would function manually during operation. Surgeon would not re-intubate patient. Vocalis one 5.2 impedance. There was no patient impact.